Event description:
It was reported the right ventricular (rv) lead exhibited 389 short interval counts (sic), non-sustained tachycardia episodes, t-wave oversensing (twos) and a spike in impedance on the low voltage portion of the lead. The lead integrity alert (lia) was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead in segments returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drg implantable cardioverter defibrillator implanted: (B)(6) 2013 product ID 5076-45 implantable pacing lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.